Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was unable to charge. The customer's blood glucose level at the time was 168 mg/dl. Customer was advised on steps to resolve the error and to monitor pump and to call back if the error re-occurred. The product was not returned for analysis.